Event description:
(B)(4). Event took place in (B)(6) and has been reported to the (B)(6). From user's/initial reporter's narrative: "while attempting to place a tap catheter (local anaesthetic infusion catheter in the musculature of the abdominal wall), the operator (who I was supervising) could not seem to pass the catheter out through the tuohy needle supplied with the kit. The catheter was withdrawn, as it was believed that the catheter had not exited the tip of the needle. The tip had, however, and the digital 3 cm of the catheter sheared off and was retained in the patient."

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files did not indicate recorded quality problems or rejections related to this incident. Any further info will be sent to the FDA as soon as it becomes available. If no further info becomes available pajunk considers this file as closed.